Manufacturer narrative:
One used sample, list # 011-h3394 was returned for evaluation. As received, the adaptor was observed to be separated from trifurcated. Insufficient solvent coverage around the inner adaptor's wall was confirmed through ultraviolet (uv) light. It was also confirmed that the adaptor had been fully inserted into the trifurcated, based on evidence of the solvent coverage. No additional damage or anomaly was observed. The customer's complaint of separation can be confirmed based on the physical sample evaluation. The probable cause was due to a bonding error on during manual process assembly during manufacturing. The device history record (DHR) and the relevant commodities were reviewed. No nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 16oct2023. Additional information can be found in b5.

Event description:
This is the first of two reports.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e: other contacts at the facility: (B)(6).

Event description:
The complaint involved a 30 cm (12") add-on set w/4 check valves, vented cap. It was reported that, at 16h30, cytarabine was plugged into a lower line of the chemotherapy tree. Very shortly after the start of chemotherapy infusion (2-3 minutes), the branch became disengaged below the screw thread. As a result, the chemotherapy spilled onto the floor (free flow spillage). The infusion was stopped immediately, the patient's venous line was replaced, and another product was reprepared by the upcp. An executive at the facility was informed of the incident. The infusion pump was not in clinical use at the time of the event. Reported immediate consequences are as follows: a delay in administering/completing the patient's treatment/care, exposure of the caregiver to the cytotoxic product, disruption in the organization of care. The patient's treatment delay was specifically for 1h30 between the 1st connection and the connection of the remanufactured bag. The patient's therapy was completed with the new preparation. There was no blood loss considered clinically significant. There was no specific intervention required because the nurse was wearing his personal protective equipment. The leak did not come into contact with the patient and the spill was cleaned up using a specific kit according to facility protocol. Afterwards the patient was more anxious during following administrations. The patient received the full intended dose. The complainant reported that nobody has been hurt as a result of the complaint/event.